Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. There has been no allegation of a product malfunction. This subject device has been implanted for over 21 years. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a porcine aortic valve, implanted for 21 years and 10 months, underwent a valve-in-valve procedure due to valve degeneration leading to severe aortic stenosis and aortic regurgitation. The tavr procedure was performed with an edwards transcatheter heart valve. Post valve deployment, echocardiography showed no residual aortic regurgitation. Mild gradients of 12-15 mmhg across the aortic valve. There were no complications noted. The patient was transferred to ccu in stable condition post procedure. The patient was discharged home with home health on pod #1 in stable condition.